Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon ruptured. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal left anterior descending artery. A 20mm x 3.75mm nc quantum apex was used to dilate the lesion. During pre-dilatation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.